Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increasing pacing threshold measurements until pacing was no longer effective. An x-ray was obtained which showed the lead had dislodged. A revision procedure was subsequently performed wherein the lead was explanted and replaced. This lead is not expected for return. No adverse patient effects were reported.